Event description:
It was reported that the procedure was to treat a shunt in the right upper arm. The vessel was moderately tortuous with no calcification and 90% stenosis. The 6.0 x 40 mm fox sv balloon was prepared per the instructions for use, and used for dilatation; however, the balloon ruptured during the first inflation of 10 atmospheres (atm). There was no resistance noted during advancement or removal. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.